Event description:
It was reported that during a total gastrectomy procedure, after three loaders, at the 4th loader, the device didn't consent the blockage with closed jaws after that the operator had closed the locking lever. The locking lever re-opened immediately after the blockage and so it didn't consent the activation. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4) = damaged release button. Additional information was requested and the following was obtained: the following information was requested, but unavailable: the analysis found that one pse60a device was received for analysis with an ecr60b cartridge unfired and loaded on the device. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not on the home position the batch record was reviewed and no anomalies were noted during the manufacturing process.